Event description:
A customer reported encountering a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer experienced difficulty resetting the pump due to dexterity issues and planned to call back the next day after being provided with complete pump reset information by technical support. The case was kept open for further assistance. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.